Manufacturer narrative:
Product analysis: a kink was evident to hypotube. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the proximal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
It was intended to use one resolute onyx 3.0x38mm device to treat a moderately tortuous, moderately calcified lesion, with 90% stenosis in the proximal lad. It was reported that there was no damage noted to the packaging and no issues were identified when removing the device from the hoop. The device was inspected with no issues noted. Negative prep was performed with no issues noted. It was reported that the lesion was predilated several times prior to the use of the resolute onyx with a 2.0x20mm semi compliant balloon and another 2.75x20mm non-compliant balloon at 20-24 atm. The resolute onyx device did not pass through a previously deployed stent. During the crossing attempt, abnormal resistance was encountered however no excessive force was used. It was reported that, after several attempts, the resolute onyx device failed to cross the lesion. The procedure was successfully completed using another resolute onyx 3.0x38mm device. The patient is alive with no injury.